Manufacturer narrative:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) screen went black(froze), shut down, and emitted a high pitched alarm. Unable to get screen to functioned. The customer powering off the iabp and the iabp started to function normally. The same issue occurred again about 1-2 hours later and the pump was switched out to another machine. No patient harm, serious injury or adverse event was reported. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the executive processor board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) went to evaluate the iabp unit in which the customer complained that the iabp display froze while in use. On 05/05 - once on site, the fse troubleshot the unit and found the error #112 in the logs. Troubleshot base to head connections including the coiled cord and executive processor board and also checked the connections with no interruptions in performance. After letting the unit run for approximately 30 minutes, the display froze and the unit went into an audible alarm. The fse discussed with the biomedical technician, and they decided to replace the executive processor board to avoid any further failures in performance. The fse ordered the board and returned once received. He then returned to the site on 5/12 to replace the executive processor board, once replaced, completed required calibrations. And ran the unit for an hour to ensure the unit did not freeze again. Once the iabp was determined to be safe to use, the fse performed all functional and safety checks to meet factory specifications. The fse completed preventive maintenance (pm) and unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) screen went black(froze), shut down, and emitted a high pitched alarm. Unable to get screen to functioned. The customer powering off the iabp and the iabp started to function normally. The same issue occurred again about 1-2 hours later and the pump was switched out to another machine. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. Attempts to communicate with the customer have been made to obtain further repair information. A supplement report will be submitted should additional information be provided. (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) screen went black, shut down, and emitted a high pitched alarm. After rebooting the iabp, the failure occurred again. Subsequently, the iabp it is currently running as expected. No patient harm, serious injury or adverse event was reported.